Event description:
The following information was reported to gore: on (B)(6), 2026, a patient was emergently transported due to acute limb ischemia (ali). A 22 cm thrombotic occlusion was observed from the ostium of the left superficial femoral artery (sfa), where an eluvia stent had previously been implanted. Thrombus aspiration was performed using the indigo system (penumbra). An attempt was made to implant a gore® viabahn® endoprosthesis with heparin bioactive surface (vsx device). However, part of the vsx device was inadvertently deployed within the sheath. Various methods were attempted to either remove the vsx device or leave it in situ, but these efforts were unsuccessful. Therefore, the decision was made to convert to surgical intervention, and the patient was transferred to (B)(6). After transfer, a cardiology team first attempted endovascular salvage. Using a trans ankle intervention (tai) approach, multiple techniques, including balloon use, were performed to remove the vsx device. During these attempts, the portion of the vsx device deployed within the vessel became separated. Subsequently, conversion to surgery was performed. The vsx device was removed. As occlusion persisted, thrombectomy with a fogarty catheter was performed, and the procedure was concluded. The patient tolerated the procedure. The physician stated that the issue was due to human error and that there was no problem with the vsx device itself.

Manufacturer narrative:
Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. <imaging evaluation> the images received cannot be used to perform a full imaging evaluation because they do not meet the dicom standard. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the images provided for review. Gore cannot guarantee the images provided are complete, accurate or lack alteration. Therefore, gore cannot guarantee all key findings have been captured or that the findings are accurate. The imaging evaluation performed by a clinical imaging specialist showed the following: ¿imaging shows a partially deployed device in the sfa, confirming the statement above. ¿cannot confirm cause of inability to remove partially deployed devices. <engineering evaluation> a non clinical image was received of just a vsx stent. The stent exhibits signs of patient contact, full expansion, and extensive damage to one end of stent. The damage consists of delamination of the graft film layers and unwinding of the stent wire. Stent rows have become separated such that the graft has visible gaps between the rows. A strand of white material covered in dried blood is visible in the photo. The origin of the material cannot be confirmed. No observation of the delivery catheter, deployment line, or deployment knob could be made. The primary reported device failure, partial deployment and partial device expansion is confirmed by the reported " part of the vsx device was inadvertently deployed within the sheath". This was confirmed with the imaging evaluation finding of "imaging shows a partially deployed device in the sfa". The root cause of the reported failure mode is attributed to unintended use error. The vsx device instructions for use (IFU) warns to use fluoroscopy to avoid inaccurate device placement as failure to do so may result in serious patient harms, potentially requiring surgical intervention. The secondary reported failure mode of broken components is confirmed based on the report that during "endovascular salvage. Using a trans ankle intervention (tai) approach, multiple techniques, including balloon use, were performed to remove the vsx device. During these attempts, the portion of the vsx device deployed within the vessel became separated." The failure mode was not confirmed by the imaging evaluation. It cannot be verified if the stent in the supplied photo matches that of the complaint however the stent appears to have damage consistent with broken components, the film graft layers and stent wire have separated. The root cause of the failure mode could not be established with the available information or imaging evaluation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.